Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4 (unique identifier (UDI) number). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 5 years, since the subject device was manufactured. For the events of foreign object in air/water cylinder and foreign object in air/water channel: the legal manufacture reviewed: the customer provided the cleaning disinfection and sterilization processes. Where no obvious deviations, from instructions for use were identified. Based on the results of the investigation, olympus confirmed, foreign material remained in the device, but the type of the material or root cause cannot be identified. No physical damage was confirmed, at the place where the foreign material remained. For the event of foreign object inside the light guide lens: based on the results of the investigation, olympus confirmed, foreign material remained in device, but the type of the material cannot be identified. We presumed, that humidity invaded the light guide lens, which led to corrosion occurred, by applied physical stress to distal end such as hitting and dropping and/or light guide lens glue peeled off by chemical stress such, as chemical solutions used for the device. For the events of foreign object in air/water cylinder and foreign object in air/water channel: the event can be detected/prevented, by following the instructions for use: instructions for use states, that detection method in tjf-q190v, operation manual, chapter 3: preparation and inspection. Instructions for use states, that preventive measure in tjf-q190v, reprocessing manual, chapter 5: reprocessing the endoscope. For the event of foreign object inside the light guide lens: the event can be detected/prevented, by following the instructions for use: instructions for use states, that detection method in tjf-q190v, operation manual 3.3: inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, during device evaluation the air/water tube , the air/water cylinder and the light guide lens of the duodenovideoscope had foreign material. There was no patient involvement in this event.